Event description:
In 2009, the pt's mother reported that in 2009, as the pt was beginning to program a bolus on her insulin infusion device (competitor product), she noticed her infusion set tubing had "snapped off the luer lock." She stated the pt had elevated blood glucose readings of 15.5 mmol/l (279 mg/dl) and 16 mmol/l (288 mg/dl) which she corrected by bolusing about 2.5 units of insulin. The mother stated she did not know how long the infusion set pigtail had been in use, but they normally change the pigtail every 2 days. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.